Manufacturer narrative:
An event regarding disassociation involving a uhr head was reported. The event was confirmed via medical review. Method & results: -product evaluation and results: visual inspection of the returned devices indicated that the devices were returned in assembled form and that the polyethylene portion of the device has minor deformation/nicks. Damage is consistent with explantation. -clinician review: a review of the provided medical records by a clinical consultant indicated: "I can confirm that the patient underwent a primary bipolar cementless hip arthroplasty since I was able to see x-rays with the implant in place albeit dislocated and disassociated. Although I saw an x-ray dated (B)(6) 2023 with the bipolar implant located, I cannot confirm that the patient actually underwent the revision since I have no documentation such as office notes, operation report or any other supporting information. The root cause of this event cannot be determined with certainty. Causes of early postoperative dislocation can be attributed to surgical technique, in restoring the proper leg length and soft tissue tension as well as proper sizing and anteversion, etc. Patient factors can also contribute including the patient's postoperative activities and bmi, as well as the ability to follow postoperative instructions as given by the surgeon. I would not assign any causality to the implant itself." -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to disassociation of the metal head from the uhr bipolar head. A review of the provided medical records by a clinical consultant indicated: "I can confirm that the patient underwent a primary bipolar cementless hip arthroplasty since I was able to see x-rays with the implant in place albeit dislocated and disassociated. Although I saw an x-ray dated (B)(6) 2023 with the bipolar implant located, I cannot confirm that the patient actually underwent the revision since I have no documentation such as office notes, operation report or any other supporting information. The root cause of this event cannot be determined with certainty. Causes of early postoperative dislocation can be attributed to surgical technique, in restoring the proper leg length and soft tissue tension as well as proper sizing and anteversion, etc. Patient factors can also contribute including the patient's postoperative activities and bmi, as well as the ability to follow postoperative instructions as given by the surgeon. I would not assign any causality to the implant itself." Visual inspection of the returned devices indicated that the devices were returned in assembled form and that the polyethylene portion of the device has minor deformation/nicks. Damage is consistent with explantation. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported by sale rep that there is a revision surgery performed due to dislocation, uhr bipolar head was dislocated from inner head after primary surgery performed (B)(6) 2023. Revision date (B)(6) 2024

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. H3 other text : not returned.

Event description:
It was reported by sale rep that there is a revision surgery performed due to dislocation, uhr bipolar head was dislocated from inner head after primary surgery performed (B)(6) 2023 . Revision date (B)(6) 2024.